Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number 1461150, frequency, and expiration date unspecified). After an unspecified duration, she noticed, that the two toothbrushes broke in half while using it, one in green and other in purple color. She also stated the toothbrushes had a space in the middle and both the toothbrushes came in the package of two. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 1461150 to unspecified. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number 1461150, frequency, and expiration date unspecified). After an unspecified duration, she noticed, that the two toothbrushes broke in half while using it, one in green and other in purple color. She also stated the toothbrushes had a space in the middle and both the toothbrushes came in the package of two. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 1461150 to unspecified. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The consumer did not report a specific product name. The reported lot 1461150 was invalid for all sites manufacturing reach total care toothbrushes therefore the lot number had been updated to unspecified and as the consumer stated that the toothbrush was a reach total care toothbrush therefore only those facilities that manufacture reach total care toothbrushes were requested to perform a review of manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint (sep- 2010 to 20-sep- 2012). A lot number was not provided by the consumer and a returned product was not received. A review of the trending data by product family reach toothbrush unspecified for breaks/falls apart with use (non -serious product quality complaint) and for potential malfunction revealed no adverse trends. A device history review was not performed and retain sample evaluation was not requested since a product name and lot number was not provided. Based upon an acceptable manufacturing or facility issue review, lack of a specific product name, lot number and sample, and no adverse trends this complaint cannot be confirmed and a root cause cannot be determined. Complaint trend would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush and the lot number was updated from unspecified to 14611sg s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A sample had been returned. A review of the trending data revealed no adverse trends. An increase in complaint was noted and could be attributed to an increase in shipment quantity. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot. Retain sample was evaluated and met specification. One toothbrush lot 14611sg s1 was received. The toothbrush was completely broken approximately 1 cm below the thumb grip. Packaging was not returned. The defect observed in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification and the break occurred due to high compression forces on the handle. During the validation of this product the toothbrush was subjected to overbend testing and no toothbrushes broke. The material of the handle had been changed, validated and released in sep-2012. The device history review and visual retain evaluation for lot 14611sg s1 was acceptable. The returned toothbrush was manufactured according to specification therefore the disposition of this complaint was not confirmed. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number 1461150, frequency, and expiration date unspecified). After an unspecified duration, she noticed, that the two toothbrushes broke in half while using it, one in green and other in purple color. She also stated the toothbrushes had a space in the middle and both the toothbrushes came in the package of two. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 1461150 to unspecified. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The consumer did not report a specific product name. The reported lot 1461150 was invalid for all sites manufacturing reach total care toothbrushes therefore the lot number had been updated to unspecified and as the consumer stated that the toothbrush was a reach total care toothbrush therefore, only those facilities that manufacture reach total care toothbrushes were requested to perform a review of manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint (sep- 2010 to 20-sep- 2012). A lot number was not provided by the consumer and a returned product was not received. A review of the trending data by product family reach toothbrush unspecified for breaks/falls apart with use (non -serious product quality complaint) and for potential malfunction revealed no adverse trends. A device history review was not performed and retain sample evaluation was not requested since a product name and lot number was not provided. Based upon an acceptable manufacturing or facility issue review, lack of a specific product name, lot number and sample, and no adverse trends this complaint cannot be confirmed and a root cause cannot be determined. Complaint trend would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number 1461150, frequency, and expiration date unspecified). After an unspecified duration, she noticed, that the two toothbrushes broke in half while using it, one in green and other in purple color. She also stated the toothbrushes had a space in the middle and both the toothbrushes came in the package of two. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
This is a follow up submission for the first product in this case. The date of this submission is (B)(4) 2013. The manufacturer report number for this submission is 2214133-2012-00358. The manufacturer report number for the second product is 2214133-2012-00359. This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This is a follow up submission for the first product in this case. The date of this submission is (B)(4) 2012. The manufacturer report number for the first product is 2214133-2012-00358. The manufacturer report number for the second product is 2214133-2012-00359. This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number 1461150, frequency, and expiration date unspecified). After an unspecified duration, she noticed, that the two toothbrushes broke in half while using it, one in green and other in purple color. She also stated the toothbrushes had a space in the middle and both the toothbrushes came in the package of two. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The lot number of the device was updated from 1461150 to unspecified. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The consumer did not report a specific product name. The reported lot 1461150 was invalid for all sites manufacturing reach total care toothbrushes therefore the lot number had been updated to unspecified and as the consumer stated that the toothbrush was a reach total care toothbrush therefore only those facilities that manufacture reach total care toothbrushes were requested to perform a review of manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint ((B)(6) 2010 to (B)(6) 2012). A lot number was not provided by the consumer and a returned product was not received. A review of the trending data by product family reach toothbrush unspecified for breaks/falls apart with use (non -serious product quality complaint) and for potential malfunction revealed no adverse trends. A device history review was not performed and retain sample evaluation was not requested since a product name and lot number was not provided. Based upon an acceptable manufacturing or facility issue review, lack of a specific product name, lot number and sample, and no adverse trends this complaint cannot be confirmed and a root cause cannot be determined. Complaint trend would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush and the lot number was updated from unspecified to 14611sg s1. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number 1461150, frequency, and expiration date unspecified). After an unspecified duration, she noticed, that the two toothbrushes broke in half while using it, one in green and other in purple color. She also stated the toothbrushes had a space in the middle and both the toothbrushes came in the package of two. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 1461150 to unspecified. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The consumer did not report a specific product name. The reported lot 1461150 was invalid for all sites manufacturing reach total care toothbrushes therefore the lot number had been updated to unspecified and as the consumer stated that the toothbrush was a reach total care toothbrush therefore only those facilities that manufacture reach total care toothbrushes were requested to perform a review of manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint ((B)(6) 2010 to (B)(6) 2012). A lot number was not provided by the consumer and a returned product was not received. A review of the trending data by product family reach toothbrush unspecified for breaks/falls apart with use (non -serious product quality complaint) and for potential malfunction revealed no adverse trends. A device history review was not performed and retain sample evaluation was not requested since a product name and lot number was not provided. Based upon an acceptable manufacturing or facility issue review, lack of a specific product name, lot number and sample, and no adverse trends this complaint cannot be confirmed and a root cause cannot be determined. Complaint trend would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush and the lot number was updated from unspecified to 14611sg s1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the first product in this case. The date of this submission is (B)(6) 2012. The manufacturer report number for the first product is 2214133-2012-00358. The manufacturer report number for the second product is 2214133-2012-00359. This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This is a follow up submission for the first product in this case.the date of this submission is (B)(4) 2013. The manufacturer report number for the first product is 2214133-2012-00358. The manufacturer report number for the second product is 2214133-2012-00359. This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This is a follow up submission for the first product in this case. (B)(4). The manufacturer report number for the first product is 2214133-2012-00358. The manufacturer report number for the second product is 2214133-2012-00359. This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This is a follow up submission for the second product in this case.the date of this submission is (B)(4) 2013. The manufacturer report number for the first product is 2214133-2012-00359. The manufacturer report number for the first product is 2214133-2012-00358. This closes out this report unless additional follow up information is received.